Event description:
Boston scientific crm received info that six days following implant, this right ventricular (rv) lead was explanted and replaced. At the routine follow-up, low r-wave amplitude (1.4 mv) and rising high threshold measurements were displayed in bipolar configuration. The pt returned to the hospital for a lead revision procedure. Initially, the r-wave amplitude measurements were good at 8mv through the pacing system analyzer (psa). Once the pulse generator was reconnected, testing revealed the r wave amplitudes only measured 1.0mv. The lead was disconnected from the device, and rechecked again through the psa. This time, the r wave amplitude measured 1.0mv. Upon review by fluoroscopy, the lead did not appear to have moved. This lead was explanted, a new lead was successfully implanted. To date, no adverse pt effects were reported.

Manufacturer narrative:
On the previous initial report we forgot to include the complaint. Please accept this completed report in place of the previously sent one.